Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. As a result, a surgical procedure was undertaken to replace the lead. While the initial plan was to extract the lead, the physician decided to surgically abandon it due to its unique implantation method. There were no further adverse effects on the patient reported. The lead is still in place but is no longer in use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.